Event description:
On (B)(6) 2022, customer received a false positive result followed by a negative result using the cue covid-19 test for home and over the counter (otc) use. The false positive result was on lot 20841b, cartridge sn (B)(4), and cue reader sn (B)(4).customer received a negative covid-19 test result using an unspecified rapid antigen test; test date is unknown. Customer had no symptoms, no known exposure to covid-19, and confirmed cartridges were stored according to the instructions for use.

Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.